Event description:
It was reported that during a ptca/stenting procedure the stent was successffully implanted distally to a newly implanted stent. The pt returned to the cath lab nine days later. Angiography revealed that the vessel had become totally occluded. No further intervention was performed. Reportedly, the pt left the cath lab in stable condition.